Manufacturer narrative:
The insulin pump was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during testing. It passed the prime, displacement and basic occlusion tests. No prime anomaly noted. It had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and had a prime anomaly. The customer cleared the alarm and did the rewind and prime but did not receive the series of beeps and no numbers appeared on screen either when holding the act button. Blood glucose value was 17 mmol/l. The insulin pump was replaced and returned for analysis.